Manufacturer narrative:
Unit alarmed pump error 38 during rewind due to corroded motor home switch. No critical pump error alarms were noted. Unit received with intermittent buttons due to corrosion damage at the electronic assembly. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test due to pump error 38. Unit passed self test and operating currents within specs. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and a critical pump error. The customer¿s blood glucose was 25.0 mmol/l at the time of incident. Customer stated that the insulin pump alarmed stuck button and unable to clear the alarm. Customer also reported to have received a critical pump error alarm. No significant event leading to stuck button and critical pump error alarm were observed. Customer also reported to have experienced a high blood glucose of 25.0 mmol/l and treated with manual injection due to unable to clear the insulin pump alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.